Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On march 1, 2017, it was reported that the device was producing a poor quality graft and the customer was not satisfied with the grid on the graft. On march 15, 2017, it was clarified that the issue occurred (B)(6), 2017 during surgery. The event was identified immediately upon opening the device and before first use and occurred during the first ever use of the device. The event was not related to surgical technique or user error and there was no medical intervention or additional surgical procedures required. The harvested graft was not usable and it is unknown if an additional graft was taken. The device has not been repaired by anyone other than zimmer biomet and the surgical technique for the product was utilized. There was no adverse event associated with the failure and there was no extension or delay to the surgical procedure. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation ie-03394. Medicrea has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the vdoc service portal. Initial qa inspection of the meshgraft ii by medicrea on march 6, 2017 revealed that the cutter, the roller, the side plates, the spring, the sliding pin and the ratchet gear were worn and had some rust. Repair of the meshgraft ii was not performed by medicrea as the customer denied the quote for service and requested to destroy the device. The reported event was non-verifiable since during initial inspection the technician could not duplicate the reported event. However, it was noted that the cutter, the roller, the side plates, the spring, the sliding pin and the ratchet gear were worn and had some rust. The reported event was non-verifiable since during initial inspection the technician could not duplicate the reported event. However, it was noted that the cutter, the roller, the side plates, the spring, the sliding pin and the ratchet gear were worn and had some rust. The root cause of the reported event could not be specifically determined with the provided information. The device was not repaired by medicrea as the customer denied the quote service and destroyed as per customer request. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The customer has indicated that the product will not be returned to zimmer biomet surgical as it will instead be returned to medicrea repair facility. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during surgery a poor quality of graft was produced. The graft was deemed not usable; however, it is unknown if an additional graft was required from the patient. Attempts have been made and this information on the reported event is unavailable at this time.